Event description:
It was reported that this left ventricular lead was surgically abandoned due to exhibiting failure to capture and dislodgement. Initially the lead was implanted on the patient's right side and tunneled over to left pocket across the chest. Another lead was implanted instead. No further adverse patient effects were reported.